Event description:
It was reported that a malfunction alarm labeled as malf 9 was displayed on the customer's device. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, assisted the customer in performing the reset, and confirmed that the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer understood and acknowledged.